Manufacturer narrative:
The part was return to the manufacturer for further evaluation. The additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The arjo representative was notified about an event involving maxi 500 device. It was reported that during patient transfer from a bed to a wheelchair the spreader bar detached from the lift. As a consequence of the event the patient fell and sustained skin tears on both lower extremities. The arjo representative who inspected the device noticed that the bolt situated on the top of scale was broken. The parts (the anti sway, the scale and spreader bar) were returned to the manufacturer for further testing. The visual inspection showed that parts of the top scale attachment ( acorn nut and split lock washer) were not original parts. Moreover, the acorn nut was installed in the opposite direction. The top attachment of the scale is mounted to the lift bracket with a shoulder bolt and an acorn bolt. The manufacturer performed the cycling tests with the returned parts to find the root cause of the reported problem. The first test was performed with the acorn nut which was installed upside down. The test revealed that brakeage of the attachment occurred at the same place as reported by the customer. The second test was performed with the acorn nut installed according to work instruction. The attachment did not break and was in a good condition. To conclude, the test performed at the manufacturing site confirmed the breakage of the maxi 500 scale¿s attachment was caused by an incorrect installation of the acorn nut outside the manufacturing site. The repeated impacts of the acorn nut on the boom caused repeated bending moments in the attachment of the scale, tearing it by fatigue. It was not confirmed who made the incorrect installation. However in the course of the investigation it was ruled out that the faulty device was supplied by the manufacturer. The IFU for maxi 500 device include information that: warning: safety related maintenance and authorized service must be carried out by qualified personnel, fully trained in servicing procedures by arjo, and equipped with correct tools and proper documentation, including part list and service manual. Failure to meet these requirements could result in personal injuries and/or unsafe equipment. Arjo strongly advises and warns that to avoid injuries that can be attributed to the use of inadequate parts, only parts designated by arjo should be used on product and other appliances supplied by arjo. To sum up, passive floor lift was used for a patient transfer. The customer reported that spreader bar detached and from that perspective system did not meet its performance specification. We decided to report this complaint due to an indication of the spreader bar detached during transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer scale bolt broke which caused the patient fall. The lift has been taken out of service.no injury was reported.